Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem codes: patient code: (B)(4)- no consequence or impact to patient, labeled. Device code: (B)(4)- no code available (lens damage), labeled device evaluated by manufacturer? No - (other): lens not returned. Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text : lens not returned.

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens and the lens was damaged. There was no reported patient injury. The lens was exchanged for another same model lens and the problem was resolved. The patient is doing very well.